Event description:
It was reported that distal misdrillings occurred during the last surgeries.

Manufacturer narrative:
The alleged event of distal mis-targeting was not confirmed. Functional test revealed neither proximal nor distal contacts of the drills to the drill holes of a sample nail. The function of the target device returned was fully given.

Event description:
It was reported that distal misdrillings occurred during the last surgeries.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.